Event description:
The ge oec 9900 fluoroscopy system would not properly boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction.system performance testing showed normal functionality. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.